Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: bui, j. T., west, d. L., pinto, c., gramling-babb, p., & owens, c. A. (2008). Right ventricular migration and endovascular removal of an inferior vena cava filter. Journal of vascular and interventional radiology, 19(1), 141¿144. Doi: 10.1016/j.jvir.2007.09.014. H10: b2, g4, h6 (device: 1528, conclusions). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. - attachment: [2008 - bui, j - right ventricular migration &.pdf].

Event description:
It was reported in an article in the journal of vascular and interventional radiology (jvir) titled " right ventricular migration and endovascular removal of an inferior vena cava filter " that hat 4 months after filter placement, imaging confirmed that the filter migrated into the right ventricle, one arm detached from the filter and the legs of the filter did not open properly during deployment. The filter was removed by filter retrieval device and bench-top experimentation. The patient experienced pulmonary embolism during placement and cardiac arrhythmia during filter removal procedure. The patient recovered from the procedure and discharged home the following day.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: bui, j. T., west, d. L., pinto, c., gramling-babb, p., & owens, c. A. (2008). Right ventricular migration and endovascular removal of an inferior vena cava filter. Journal of vascular and interventional radiology, 19(1), 141¿144. Doi: 10.1016/j.jvir.2007.09.014.

Event description:
It was reported in an article in the journal of vascular and interventional radiology (jvir) titled " right ventricular migration and endovascular removal of an inferior vena cava filter " that hat 4 months after filter placement, imaging confirmed that the filter migrated into the right ventricle, one arm detached from the filter and the legs of the filter did not open properly during deployment. The filter was removed by filter retrieval device and bench-top experimentation. The patient experienced pulmonary embolism during placement and cardiac arrhythmia during filter removal procedure. The patient recovered from the procedure and discharged home the following day.